Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It reported that backside of insulin pump was cracked. Blood glucose was 200 mg/dl. The insulin pump will be returned for analysis.